Manufacturer narrative:
A hair was welded in the catheter within the pouches. The customer saw that even before opening the product and has returned the product without opening it. The device was returned for analysis. One cordis f4 inf jl 4.5 100cm diagnostic catheter was received for analysis inside a plastic bag. The unit was received in its original sealed pouch; labeled as catalog 538417, lot number 16108545. Per visual analysis, a loose contamination (kind of hair 1.1 cm long) was observed inside the sealed pouch near to the hub section of catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿diagnostic cardiology catheter-catheter (body/shaft)- foreign material - (cardiovascular)¿ was confirmed due to the contamination found inside the sealed package as received. The exact cause of the contamination in the package could not be conclusively determined during analysis. Nonetheless, it is confirmed that this issue is manufacturing related and a risk assessment has been initiated to further investigate the issue.

Event description:
A hair was welded in the catheter within the pouches. The customer saw that even before opening the product and has returned the product without opening it.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and the analysis is pending. Photographs also provided were not evaluated.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.